Event description:
The patient presented with a hernia formed through the scar tissue from a previous operation during childhood for ectopical vertical ileal conduit. Two sheets of 10cm x 15cm permacol were inserted without any suturing and the operation was uneventful & the patient was closed. Two days later, the patient was taken back to theatre in a critical condition and the permacol was removed and replaced with vypro mesh. Permacol was then sent to the labs for examination & results have reportedly shown column and mixed growth of pathogens. The surgeon involved believed the patient had an existing infection that they were previously unaware of, or that the permacol was contaminated. The outer packaging of other stocks of permacol at the hospital theatres were examined and no problems found. As an additional note, the patient had a previous mesh repair several years ago & had also developed a post operative wound infection then.